Event description:
It was reported to boston scientific corporation that a upsylon y-mesh was implanted into the patient on (B)(6) 2019. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; incontinence not present before implant; damage; psychiatric injury nonsurgical treatments: on (B)(6) 2019 the patient commenced pain medication: gabapentin, amitriptyline for the treatment of: upper abdomen pain control - hospitalised for abdominal pain (7 days in hospital continuous as by gynaecologist). Treatment duration: (B)(6) 2019 - (B)(6) 2019. On (B)(6) 2019 the patient commenced pain medication: solifenacin for the treatment of: suffering abdominal pain. Treatment duration: 6 days. On (B)(6) 2019 the patient commenced pain medication: diazpam, duloxetine 30mg for the treatment of: abdominal pain (recurrent). Treatment duration: 1 day. On (B)(6) 2019 the patient commenced pain medication: lyrica, amitriptyline, gabpentin for the treatment of: lower abdominal pain / post removal mesh. Treatment duration: (B)(6) 2019 - (B)(6) 2019.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.